Event description:
An olympus representative reported to olympus, there was a seven (7) segment lighting failure on the high flow insufflation unit. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. There was bad lighting on the front panel. A visual inspection was performed and no abnormality was found in appearance. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The device was inspected before use. The failure was observed, prior to an unknown procedure. The failure had no effect on the technique of the procedure. And it did not cause a delay. There was no impact to the patient. The procedure was completed using the same device.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation and information from the reporter (refer to b5). A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the most likely, cause of the malfunction was a lighting failure. However, the exact cause of the lighting failure could not be determined. Olympus will continue to monitor the field performance of this device.